Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient's skin was raw under the front therapy electrode and red under the right breast. The patient was admitted into the hospital due to the skin irritation. Follow-up indicated that the patient had been released from the hospital, but would no longer be wearing the lifevest due to the skin irritation. The medical outcome of the skin irritation is unknown.